Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent excision of eroded vaginal mesh on (B)(6) 2009 due to vaginal mesh extrusion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse. It was reported that the patient had the concurrent procedures of a cystoscopy with ureter stent placement, uterosacral vaginal suspension and uterolysis performed during mesh implantation. It was also reported that the patient underwent a concurrent procedure of elective liposuction to remove excess fat of the abdomen and flank areas that was coordinated with mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, bleeding, recurrence, dyspareunia, vaginal scarring and vaginal shortening. It was reported that the patient experienced chronic pelvic pain, exposed mesh and vaginal bleeding and underwent excision of mesh on (B)(6) 2007 and on (B)(6) 2009 underwent excision of mesh and cystoscopy. The patient also had mesh trimming and minor revisions including but not limited to (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced poor wound healing, pelvic myalgias, bloody discharge, and foul-smelling discharge.

Event description:
It was reported that following insertion the patient experienced poor wound healing, pelvic myalgias, bloody discharge, and foul-smelling discharge.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.